Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Event description:
It was reported the patient had redness at the pump incision site. The pump was explanted due to infection. The patient was given perioperative antibiotics. The resolution of the infection was reported as 'in process'. The pump was used to deliver gablofen. Additional information has been requested, but was not available as of the date of this report.